Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator was triggered on (B)(6) 2016. (B)(4).

Event description:
It was reported that prior to a procedure the device was noted to have low battery voltage. The device was interrogated again a few days later and was found to have triggered recommended replacement time. The device was not used. There was no patient involvement with this device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. The high current drain was attributed to the u2 integrated circuit.